Event description:
On december 13, 2006, the lay user/patient contacted lifescan alleging that her one touch basic enhanced meter was prompting unknown error messages. The senior medical affairs specialist spoke with the patient in december, 2006 to obtain/clarify information. The patient confirmed obtaining "error" messages approximately two weeks prior to december 6th. Incidentallly, she had started using "unicheck" brand test strips starting around the same time. She had been attempting to test twice daily throughout the time of concern; however, the meter would only prompt an "error" message. She had been maintaining her prescribed 10 units of humalog with every meal and 35 units of lantus at bedtime. She had been advised by her physician to adjust her insulin according to her blood glucose results; however, she had been administering the minimum dose since she was unable to obtain results. A week before, she developed symptoms, such as, headaches and blurred vision. She decided to take the bus to the ER due to her symptoms. The ER meter read around 270 mg/dl. She was administered insulin and released a few hours later with blood glucose of 106 mg/dl. The patient does not have any other health conditions or take any other prescribed medications. The customer care advocate (cca) walked the patient through troubleshooting and the issue was resolved. The meter was replaced. This complaint is being reported due to following conclusion: the patient was unable to obtain results for two weeks due to use error, administered the minimum dose of insulin throughout the time of concern, developed symptoms of hyperglycemia, and received insulin treatment at the ER for a 270 mg/dl blood glucose level.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.